Event description:
Procedure type: colectomy. According to the reporter: the top of one of the cannulas with insufflation attached separated into 3 parts outside the pt's cavity. No pieces fell into the pt cavity. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).